Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge and patient was experiencing inadequate pain relief. The patient underwent an ipg replacement procedure. No further information has been obtained.